Manufacturer narrative:
Alleged failure: the tip broke off into the shoulder. Doctor was able to retrieve tip. The failure(s) identified in the investigation is consistent with the complaint record the probable root cause/s could by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the tip broke. All pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. All pieces were retrieved and the surgery was completed successfully.